Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were intermittent upstream occlusion alarms and bumped downstream sensor seal. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified this device has not been in for service previously. Visual evaluation of device found moderate bubbling on the downstream occlusion (dso) seal. During priming, the upstream occlusion alarm appeared intermittently. The primary problem was duplicated. The cause was a defective main board, and it was replaced.